Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while the patient was sitting in a chair, the foley catheter fell out with the balloon slightly inflated. Per additional information, it was noted that the catheter had been in place for 6 days, and the patient did not have any history of dementia. A new catheter was placed.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 temp sensing catheter for evaluation. Per the visual inspection, no obvious defects were found. No manufacturing defects were observed. Per the functional evaluation, the balloon was inflated 10cc of air using a syringe and it was not deflated. After that the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe and was left for 30 minutes resting on a flat surface and no deflation was found. Then the catheter was handled at trifurcation area and no deflation was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that while the patient was sitting in a chair, the foley catheter fell out with the balloon slightly inflated. Per additional information, it was noted that the catheter had been in place for 6 days, and the patient did not have any history of dementia. A new catheter was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the patient was sitting in a chair, the foley catheter fell out with the balloon slightly inflated. Per additional information, it was noted that the catheter had been in place for 6 days, and the patient did not have any history of dementia. A new catheter was placed.